Manufacturer narrative:
A ge service representative performed an on site investigation. The repair information is unavailable. However, no reports of patient or staff injury were reported.

Event description:
The customer reported the system's left monitor failed to display images. No report of patient injury.